Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device 2); an additional emdr will be submitted to represent the bard/davol perfix plug (device 1). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 1). On (B)(6) 2016 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 2). As alleged, the patient is making a claim for an adverse patient outcome against the perfix plug (devices 1 and 2). As reported, the patient's attorney alleges a general claim related to the perfix plug (devices 1 and 2) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2015) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d4 (product catalog no., corporate lot no., expiry date, UDI no.), d6b (date of explant), g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol - perfix plug (device 2). An additional supplemental emdr was submitted to represent the bard/davol - perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 1). (B)(6) 2016 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 2). As alleged, the patient is making a claim for an adverse patient outcome against the perfix plug (devices 1 and 2). As reported, the patient's attorney alleges a general claim related to the perfix plug (devices 1 and 2) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with direct left inguinal hernia thereby underwent open repair with the implant of perfix plug (device 1). Per operative notes, ¿hernia sac was dissected out. A perfix plug (device 1) was placed into left inguinal side and secure it with sutures.¿ (B)(6) 2016 - patient was diagnosed with indirect right inguinal hernia thereby underwent open repair with implant of perfix plug (device 2). Per operative notes, ¿hernia sac was dissected out. A small perfix plug (device 2) was placed into right inguinal side and secure it with sutures.¿ (B)(6) 2017 - patient was diagnosed with nerve damage, hernia recurrence on the inguinal side, pain thereby underwent open repair with explant of perfix plug (device 1). Per operative notes, ¿hernia sac was dissected out. The wound was irrigated. Nerve entrapment was done. Previously placed perfix plug (device 1) was removed from the direct left inguinal side. The defect was closed with sutures.¿ (B)(6) 2017 - patient was diagnosed with right groin pain, recurrent incisional hernia thereby underwent laparoscopic repair with explant of perfix plug (device 2). Per operative notes, ¿hernia sac was dissected out. Previously placed perfix plug (device 2) was removed entirely. The defect was closed with sutures.¿